Event description:
It was reported that the surgeon experienced this screw breaking just as the screw was entering the fat pad of the patellar. It was confirmed that all the pieces were removed from the pt resulting in a 10 minute delay. Screw pieces are being returned for eval. The pt was noted as having hard bone quality, however, the starter was not used as required in the instructions for use.